Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v001281, implanted: (B)(6) 2005, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
Additional information received reported the patient had their revision surgery and it was found the battery was flipped. The problem was corrected and the patient is doing well.

Event description:
It was reported that there was a coupling problem. The patient could only get 2 coupling bars at most. There was no swelling or redness present at the device pocket. The patient had tried turning the dial and repositioning their antenna to get better coupling but still did not get good coupling. The patient was thin and the implant was close to the surface of the skin. The implant was able to be felt and felt flat and not deep. The device also did not appear to be moving and it felt snug. The patient did not feel any soreness at the pocket when it was pushed on. The patient¿s implantable neurostimulator (ins) battery was low. The patient was implanted on (B)(6) 2014. Prior to the implant the device was only charged to 50% full and they used the patient¿s previous device pocket. It was unknown if the patient¿s device pocket was tightened at all. The patient¿s stimulation had been turned off due to getting 2 and 0 coupling bars since the implant. The patient had tried recharging with and without the recharger belt and still had coupling issues. An antenna locate was attempted and the numbers ranged from 64 to 68. The patient still was only getting 2 coupling bars after the antenna locate. The patient was given a new recharger but the problem persisted. The patient had x-rays taken of their device and it was determined that the device had flipped. The patient was scheduled to have their battery repositioned on (B)(6). The patient was doing fine at the time of the report and had a 50% charge on their device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.